Manufacturer narrative:
Literature citation: van duijvenbode et al. Nineteen-year follow-up of the silastic double stemmed hinge prosthesis of the first metatarsophalangeal joint. Foot and ankle surgery. 2013; 19: page(s) 27-30. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, in an article by van duijvenbode et al, titled "nineteen-year follow-up of the silastic double stemmed hinge prosthesis of the first metatarsophalangeal joint" the authors report 3 patients that needed reoperation (4 surgeries total covering both device replacement and removal).